Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized for high blood glucose a couple of months ago. The customer did not know the exact date or blood glucose reading. Troubleshooting was performed and the insulin pump did not pass the prime test. The customer declined to perform the test again. The basal rates were correct and there were several alarms in the alarm history. The customer stated she had not used the insulin pump since the event. Nothing further was reported.